Manufacturer narrative:
Initial MFR 1220648-2024-19271 was incorrectly submitted as a reportable product malfunction due to delivery issues from patient incompatibility. Upon further review, it was determined that no product malfunction occurred that was likely to cause or contribute to death or serious injury. The patient was in acute myocardial infarction with coronary microvascular disease with a critical left main coronary artery and given the patient's condition, the medical team made the change in how to treat the patient. The medical team decided to support the patient with bypass instead of using the impella device. The impella device was never inserted nor attempted to be inserted into the patient due to the medical team's choice of treatment.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was determined to be patient condition as the patient's condition was noted to be poor so the physician decide to abort the insertion of the device. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was presented for impella cp device for mechanical circulatory support. It was reported that the procedure was aborted due to patient status. No reported harm done to the patient.